Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed crease smooth on posterior assessed as fold flaw opening. Crease folding of implant: observed. Additional observations: crease fold observed. Wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data.

Event description:
Healthcare professional additionally reported "fold fault." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.